Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power cord was pinched with bare wire showing in the insulation of an automated compounding device (acd) hardware. This was identified during unspecified process step. There was no report of patient injury and or medical intervention needed in this event. No additional information is available.